Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the tubing. Reportedly, the customer disconnected from the pump, and primed the tubing which resolved the issue. Insulin therapy was resumed. There was no reported impact to the customer's blood glucose level.